Event description:
It was reported that during a thoracoscopy with biopsy of left lung, the device ¿misfired.¿ the case was completed with a second device. There were no patient consequences. Additional information in h10:

Manufacturer narrative:
(B)(4): information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.at the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained:please explain what is meant by, the device misfired? The device would not re-open after the first firing to re-load the unit.on which firing did the event occur? The first firing.what color cartridge was being used? Blue reloads.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce45a device was returned in good visual condition and with one ecr45g cartridge loaded on the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.